Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed. The customer tried to reboot and recover the drawer, but the problem was not resolved. The complaint was assessed by the thermal event group and determined to be a thermal event. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication spill caused multiple drawer failures and not able to power up med station. A field service engineer (fse) replaced half height cubie bus module, drawer controller boards, and solenoid to resolve the issue. Further the fse replaced matrix drawer controller board, and solenoid. Then the station was tested and was able to power up. The system functioned as intended after the field service engineer repaired the device.